Event description:
It was reported that when attempting to disconnect the patient from the ventilator they were met with extreme resistance. When finally able to remove it from the vent circuit the swivel adaptor that was connected to the trach came off with it and was stuck in the vent circuit. This caused the clinical staff to not have the ability to ventilate the patient through the trach tube. A code event occurred and the patient received CPR. Fortunately the patient did survive the event.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A product sample was received for evaluation. Visual and functional testing were performed. The swivel connectors on each device were measured using a calibrated caliper and all the dimensional specifications met the manufacturing standards since the swivel 15mm connectors can be removed on pediatric connector ends for cleaning purposes, the orientation of the swivel was confirmed to be correct (i.e., the overall dimension of the swivel was smaller at the top of the connector than at the bottom ledge) on both returned devices. An accessory was seated on each connector. There was no difficulty removing the accessory and the swivel remained in place on the silicone connector hub. The investigation confirmed that there were no manufacturing issues associated with the returned product. It is hypothesized that the ventilator circuit may have been forced too far down on the connector or the swivel being installed upside down on the silicone hub after the tube was reprocessed, which necessitated excessive force to remove the circuit resulting in the swivel being pulled from the silicone hub. No corrective actions are planned at this time. Manufacturer regularly analyzes complaint data and trends and will take further actions accordingly.